Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failed the intuitive motion test for imprecise motion. The instrument was installed on an in-house system and driven. Th instrument exhibited imprecise motion in the grip direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to a partially seated instrument and subsequent disengagement. Motion issues are a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument's jaw did not open. The procedure was completed as planned with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and had a derailed grip cable from its normal position at the distal end. The instrument failed the intuitive motion test for unintuitive and uncontrolled. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.